Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was no longer able to hear with the device. The patient has been explanted of the device.

Manufacturer narrative:
Additional information: since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, it is assumed that it possibly failed due to humidity ingress at the housing braze joint through micro-leaks. However to confirm a root cause of failure an investigation of the explanted device will be necessary.

Event description:
The patient was no longer able to hear with the device. The patient has been explanted of the device. The patient has been re-implanted on (B)(6) 2016. Despite requested, the explanted device has not been received for investigation by the manufacturer as it is considered to have been discarded by the clinic.